Event description:
A pantera pro coronary dilatation catheter was chosen for treatment of a moderately to severely calcified lesion (90 percent stenosis degree) in the severely tortuous distal lad. The device is unable to cross the pre-dilated lesion. The device was withdrawn.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Based on the information provided, the residual lumen diameter in the target lesion was significantly smaller than the crossing profile of the complaint instrument. The reported difficulty in lesion crossing is therefore most likely related to the patients anatomy.